Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module would not power on when using wall power.

Manufacturer narrative:
D4 - UDI: correction. H5 - labeled for single use? Correction. H8 - usage of device: correction. Manufacturer's investigation conclusion: the reported event of the power module not powering on when connected to wall power was unable to be confirmed. Product was not returned for analysis. Log files were not provided. Multiple attempts were made to obtain additional information from the customer regarding the event, including if product was to be returned to abbott and corresponding tracking information; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes a functional test of the unit. No further information was provided. The manufacturer is closing the file on this event.